Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and post procedure had spongy epithelium when flap was lifted causing redundancy of epithelium in both eyes. Patient presented 1 day post op with same unusual epithelium healing ''spongy epi'' and a bandage contact lens was applied. The right eye was scraped on (B)(6) 2018. It was stated that the patient had no loss of best corrected visual acuity (bcva) however post treatment visual acuity shows a decrease. The patient complained of blurry vision in right eye more than in left eye and claiming it was hard to work. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, -3.00 x -1.50 x 135; left eye pre-op 20/20, -2.75 x -1.25 x 45. Bcva from (B)(4) 2018: right eye post-op 20/60, 2.25 x -1.75 x 85; left eye post-op 20/40, -.50 x -.50 x 105. On (B)(6) 2018 patient was diagnosed with poor healing of flap with central ulcer, non infected. Patient complained that it was very hard to see. Surgeon did a flap amputation (removal) in right eye only. Bcva from (B)(6) 2018: right eye post-op 20/50, 1.25 x -1.25 x 70; left eye post-op 20/50, .00 x -1.25 x 10.